Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging priming issues with his pump. The patient claimed that he had problems with the prime step all day. After changing his site at 7:30 am that day, the patient claimed that he received several no prime warnings and was not seeing insulin come out of the end of the tubing. The patient's blood glucose (bg) level after breakfast was "300 mg/dl" after breakfast, the patient claimed that his bg continued to rise to "500 mg/dl." During the time of concern, the patient claimed that he developed symptoms of nausea and vomiting. At 4:30 pm the patient took an injection and his bg level dropped to "378 mg/dl" with no symptoms. The patient stated that he was a new user. He also mentioned that he had been doing set changes on his own that day today but could not get it to work properly. Through troubleshooting, the animas representative noted that the patient was connecting the tubing to the cartridge after the cartridge was already placed into the pump. The animas representative instructed the patient to always connect the tubing to the cartridge prior to loading the cartridge into the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he was having issues with priming the pump and that he developed symptoms and an elevated bg level that can be associated with a serious injury. However, the patient's injury can be attributed to possible use-error since the alleged product issue is not likely to cause an adverse event. The pump alarmed to alert the user of the issue. The owner's booklet also instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unclear what actions the patient took before and after his bg level increased.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, the pump was able to prime appropriately. The force sensor was tested and was found to be correctly detecting force. The black box showed that the patient primed the pump until zero units were remaining and alarmed empty cartridge. The pump was exercised for 24 hours without loss of prime or large prime volumes being duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.